Manufacturer narrative:
It was reported to abbott; that a drg lead was added at the patient¿s s2 location on (B)(6)2020 for added coverage. There were no complications and therapy were restored post-op. No products were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported ineffective stimulation could not be conclusively determined.

Manufacturer narrative:
The event of an additional lead implanted due to ineffective therapy was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the physician added a additional drg lead. Surgical intervention resolved the patient's issue.